Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: 60mm/3.5mm reloads were fired across the rectum in a low anterior resection. Per physician, staples did not form, but knife cut through tissue. (He also referenced that he was unable to visualize any staples on both the specimen, as well as the remaining colon). Colostomy was then performed, allegedly because of the malfunction. The colostomy is reversible. No reinforcement material was used. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The patient has been discharged.